Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall aligned with the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The reported balloon burst was confirmed; however, there was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Vascular access was obtained via the cubitus artery. The denovo target lesion was located in the calcified and moderately tortuous right coronary artery (rca). For predilation, a 8mm x 2.25mm nc quantum apex mr balloon catheter was inflated to 16 atms but the lesion was unable to fully dilate. During the second inflation at 18atms a balloon rupture occurred. The nc quantum apex mr balloon catheter was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is listed as stable.

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. Vascular access was obtained via the cubitus artery. The denovo target lesion was located in the calcified and moderately tortuous right coronary artery (rca). For predilation, a 8mm x 2.25mm nc quantum apex mr balloon catheter was inflated to 16 atms but the lesion was unable to fully dilate. During the second inflation at 18atms a balloon rupture occurred. The nc quantum apex mr balloon catheter was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is listed as stable.